Manufacturer narrative:
The insulin pump was received with no blank display, the lcd board tested ok and the currents are within specifications. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call that the insulin pump had a blank display. During troubleshooting, the customer reported that numbers counted on the screen, then the device shut off again. The customer was advised that the insulin pump would need to be replaced and agreed to return the device for analysis. Blood glucose level at the time of the incident was 164 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.